Event description:
It was reported that the system 7 sagittal saw would continue to run after the trigger was released during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the system 7 sagittal saw would continue to run after the trigger was released during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The original reported event, trigger is sticking, was confirmed. Through inspection, the reported comment was duplicated, as the trigger assembly would intermittently catch and slightly stick. Upon disassembly, excessive corrosion was found in trigger area and the drive link was found to be loose. The trigger and drive link was replaced along with other preventive maintenance, and the repaired handpiece was returned to the customer. A trigger assembly failure can cause issues with device functionality including run-on. Possible root causes of this failure include corrosion.